Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading in the 30's (mg/dl). She retested using another meter and received a reading around 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.